Event description:
It was reported that an incompatible articular surface was implanted into a size 7 tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.